Event description:
It was reported by service report that the stretcher will not raise when pumped, fowler will not lower fully, and brakes will not engage properly. No patient involvement or adverse consequences were reported.